Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation as replacement surgery did not take place. Patient reportedly expired and is currently undergoing an autopsy. Technical solutions informed the representative to request a return authorization if the pump will be returned. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged programmer communication issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Sales representative contacted flowonix technical solutions to report a patient's pump would not communicate with multiple clinician programmers. The physician was attempting to decrease the patient's dose following the patient's report of feeling overmedicated after their last dose change. An emergency pump stop and hard reset of the pump were attempted, but were not successful. Technical solutions advised the representative that the pump could be emptied of medication until a replacement surgery is scheduled. Representative confirmed that the pump was emptied, and the patient was reportedly prescribed oral medication to manage their pain in the interim.